Manufacturer narrative:
Evaluation of the returned device did not confirm intermittent out of range.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4).